Manufacturer narrative:
Updated fields. Corrected fields: h11(corrected data) in the mfg follow-up 2, the corrected data were missed to select in h11.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6(investigation conclusions, component codes) in the mfg follow-up 1, the investigation conclusions and component codes were incorrect.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) display background is red. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue, the screen would display red and would not show the intended data. The fse found a cable to be loose. The fse reattached the cable and the display began working as intended. The unit passed all functional and safety tests and was returned to customer.